Manufacturer narrative:
Novocure medical opinion is that a contribution of device use to the headache cannot be ruled out. Headache is an expected event with optune gio device use (ef-11 16% and 28% ef-14 optune arm). Headache is also an expected symptom of disease in gbm.

Event description:
A 45-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio on (B)(6) 2025. On (B)(6) 2025, the patient informed novocure that he experienced severe headaches while using optune gio therapy. Reportedly, the patient´s prescribing physician prescribed morphine to manage the headaches and permitted the patient to continue with optune gio therapy. Multiple attempts to contact the prescribing physician for further details were made, but no response was received.